Event description:
It was reported that the patient presented to the clinic for normal follow-up, and it was observed that the device delivered inappropriate hv therapy. Programming changes will be made. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.